Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that attempts were made to decrease the right atrial (ra) lead sensitivity, but resulted in far field r-wave (ffrw) over-sensing. The lead was kept at the originally programmed setting and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, chronically low amplitude p waves and intermittent under-sensing. The lead remains in use. No patient complications have been reported as a result of this event.